Event description:
It was reported that the patient underwent a hip procedure utilizing an acetabular liner on (B) (6), 2010. During the procedure, the surgeon was unable to lock the acetabular liner into the cup shell component. A new lock ring was inserted, but the liner still would not lock. A new acetabular liner had to be retrieved, which led to a delay in surgery of thirty-five minutes.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Evaluation of the returned component found damage to the ring groove as well as the outside spherical surface below the ring groove consistent with what is expected to be caused by a locking ring that was not fully in the groove during insertion attempt. There are also indentations on the underside of the lip that appear to be from impaction against the corresponding tabs on a ringloc shell, indicating the possibility of misalignment during attempted insertion. Dimensional evaluation of the outside diameter and the locking ring groove of the component found the measurements to be within tolerance. (B) (4).